Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during vitreoretinal surgery, the system shut down. The system was rebooted, resulting in a surgical delay of 15-20 minutes. There was no harm to the pt.